Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12239. It was reported that the patient had unsuccessful ICD upgrade attempt on (B)(6) 2019. The left ventricular lead could not be implanted due to patient's anatomy. Later, patient developed infection and the system was explanted due to infection. Further information was requested and not available yet.

Manufacturer narrative:
Analysis was normal. No anomalies were found.